Manufacturer narrative:
Conclusion and justification status: the complaint states patient lawyer contacted depuy synthes: patient is claiming agains hospital as they implanted the knee prothesis although it had been known patient to suffer from an allergy against nickel. It should be noted the material composition of the parts have been sent to the lawyer outside of the complaint system as stated in the additional information. A review of complaints databases and complaint databases search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient lawyer contacted depuy synthes: patient is claiming against hospital as they implanted the knee prothesis although it had been known patient to suffer from an allergy against nickel.